Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inserter tip broke off during insertion of the stem.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the reported device would not be returned. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The date code pg231109 indicates the instrument was manufactured in may of 2013; after the changes. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, dva-107766-pra was initiated in january 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Product will be monitored under post market surveillance sep 419.